Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material separation was able to be confirmed; however, the reported difficulty to remove was not able to be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported difficulty to remove the catheter resulting in material separation appears to be related to circumstances of the procedure. The catheter was returned with the distal portion of the sheath, including the proximal sheath marker band, were separated from the catheter and were not returned for analysis. In this case, it is likely that either the patient anatomical conditions or the use techniques employed caused the catheter damage which resulted in separation. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed medwatch report, additional information was received. Resistance was met during removal of the dragonfly catheter however it is unknown if the resistance was with calcium in the lesion or with the tip of the guide catheter. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the dragonfly device was successfully used during pre-percutaneous coronary intervention (pci). During removal, the catheter's distal and lens markers were found to have separated from the outer body of the catheter. The physician buddy wired the right coronary artery, and a balloon was delivered to the lesion and inflated to remove the remaining part of the catheter from the patient's anatomy. There was a 15-minute delay in the procedure, however, there were no adverse patient effects reported. No additional information was provided.